Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device was not in patient use. The device was evaluated by the manufacture's field service engineer, and the device failed the active exhalation control module verification test step. The device's three-way solenoid and proportional valve were replaced tp address the issue. The device was retested and failed for the pressure verification test step. The system board needs to be replaced to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed.